Event description:
A user facility reported to olympus that the evis lucera duodenovideoscope has a gap on the elevator. The event occurred during maintenance. During a standard service inspection of the customer returned device, foreign material was inside of the light guide lens was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, foreign material was inside of the light guide lens was noted. In addition, gaps on the forceps lever due to a worn k-wire, light guide lens inside discoloration, forceps channel port peeling, el-connector leakage, bending section cover adhesive break, and angulation in the up direction out of standard were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.